Manufacturer narrative:
A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. The patient remains on-going on lvad support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced ischemic stroke was reported under medwatch MFR report #2916596-2016-01706. (B)(4). Approximate age of device ¿ 6 months. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. In (B)(6) 2016, the patient had experienced an ischemic cerebrovascular accident due to an embolism in the right middle cerebral artery. The patient was ultimately discharged home. On an unspecified date in (B)(6) 2016, the patient reportedly displayed signs of progressive shortness of breath and fatigue, and had experienced falls at home with unspecified changes in behavior during the previous few days per the family. The patient was admitted to an outside hospital and was found to be profoundly anemic with a hemoglobin of 4.8 g/dl, and coagulopathic with an inr value greater than 10. Two units of packed red blood cells (prbc) were transfused. At the time of the event the patient¿s anticoagulation regimen included 81 mg aspirin and 6 mg warfarin. On (B)(6) 2016, the patient was transferred to the implanting center and admitted to the cardiothoracic intensive care unit for further evaluation and treatment. Anticoagulation was held, and the patient was transfused with another 4 units of prbc¿s and 4 units of fresh frozen plasma, and was administered vitamin k and desmopressin (ddavp). Upon stabilization, the patient was transferred to a step-down unit, but continued to have frequent melena. Hemoglobin and hematocrit levels trended down and the inr remained elevated, which required additional blood products and vitamin k to be administered. The patient¿s records indicated a diagnosis of acquired von willebrand disease. On (B)(6) 2016, a head CT scan showed no evidence of hemorrhage or significant mass effect. A repeat CT scan on (B)(6) 2016 also found no evidence of acute infarction or intracranial hemorrhage; a hypodensity adjacent to the frontal horn of the right lateral ventricle was observed, but was likely due to the old infarction. Also on (B)(6) 2016, when the patient¿s inr allowed, a small bowel enteroscopy was performed that was found normal with no evidence of significant pathology. No active bleeding or source of bleeding was found. Post-procedure, the patient¿s hemoglobin and hematocrit reportedly remained low, but stable. The patient had no further bleeding and no additional transfusions were required. In total the patient received 7 units of prbc. It was determined by the clinicians at the implanting center that the patient had been started on bactrim on (B)(6) 2016 due to chronic lower extremity cellulitis, which likely caused the supra-therapeutic inr at the time of admission. It was also reported that the patient may have inadvertently taking too much warfarin at home. When the patient¿s inr normalized and no further bleeding was present, aspirin, and warfarin at a lower dose, were restarted. The patient was discharged on (B)(6) 2016 with a hemoglobin of 9.1 g/dl and an inr of 2.1. On (B)(6) 2016 the patient was again admitted to the hospital due to gi bleeding and a hemoglobin of 4.7 g/dl, a hematocrit of 15.3, and an inr of 6.1. The patient received 4 units of prbc, ddavp and oral vitamin k. The inr increased to 9.8, but subsequently dropped when warfarin and aspirin were held. The patient¿s hemoglobin and hematocrit improved to 8.8 g/dl and 25.7% respectively; however, dropped again to 7.6 g/dl and 23.9%. The patient was placed on a protonix infusion. On (B)(6) 2016, an esophagogastroduodenoscopy was reported to be normal throughout the esophagus, stomach, duodenum, and a portion of the jejunum. Unspecified changes in medication were made. In total the patient received 8 units of prbc. The gi bleed was reported to have resolved on (B)(6) 2016 with no source found. No additional information was provided.